Event description:
The lay user/reporter called lifescan (lfs) in 2007 alleging the one touch ultra meter was missing segments. This complaint was classified based on the customer care advocate (cca) documentation. The reporter stated the meter issue began on three days earlier, for a limited amount of time; then, meter worked fine afterwards. On the evening of original date, at 11:00 p.m., he attempted to test, but was unable to obtain a reading due to the display issue. He took his normal dose of humalog and afterwards began feeling sweaty. He drank orange juice and took glucose tablets. The patient denied receiving medical attention following the use of the meter. The issue was not resolved with troubleshooting with the cca. The meter was replaced. This complaint is reported, as the issue was not resolved and the patient alleged taking insulin after being unable to obtain a blood glucose result and subsequently became hypoglycemic.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.